Manufacturer narrative:
(B)(4). Device evaluation summary: complaint sample not received for investigation. Retained sample evaluation: five retain samples of incident codes nw1665 and lot number t8001 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Batch manufacturing records of nw1665/t8001 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement.

Event description:
It was reported that a patient underwent an open incisional hernia repair procedure on (B)(6) 2019 and suture was used. During the procedure the suture broke down from swage point. There was no delay and the procedure was completed successfully. There were no adverse patient consequences reported.